Event description:
The customer reported the ventilator would not turn on. The customer reported the unit was in use on pt, but no pt harm.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.